Event description:
It was reported a filter was inadvertently positioned incorrectly and an attempt to reposition the filter resulted in premature deployment and what appeared to be an incomplete opening. Uneventful retrieval with a snare followed. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis is available. It was indicated continual flushing of the carrier system during the implant procedure was not performed and the filter was initially positioned incorrectly which co believes may have contributed to this event. Co's directions for use state: "insufficient flushing can allow thrombus formation inside the fileter which can bind the legs and prevent complete opening upon release..confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent "pe".